Event description:
It was reported to philips that the system could not be powered back on after the emergency stop button was pressed. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.